Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up and down arrow keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 08/20/2014 with the following findings: the keypad cover was found to be free of damage. The pump powered on properly, as confirmed by the presence of the auditory and vibratory cues, but the display screen showed blank. The button-response issue reported in the initial complaint could not be investigated due to the blank-display issue; no conclusions can be made in this regard. The keypad cover was removed, and no evidence of contamination or damage was found on any of the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.